Event description:
It was reported that after the pump was powered up and before it could be connected to the pt, it turned off. The clinician turned the power switch off then on again and the pump started. As a precaution the pump was not used. Another pump was obtained for use and there were no associated pt complications.

Manufacturer narrative:
The arrow field service rep investigated this incident. He checked the power supply, battery, and cables. He was unable to duplicate the problem. As a recautionary measure, he replaced the power switch.